Manufacturer narrative:
Citation: üstünel l, et al. The impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients. Turkish journal of geriatrics. 2021; 24(2): 204-211. Doi: 10.31086/tjgeri.2021.216. Earliest date of publish used for date of event: january 1, 2021 (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of closure devices and surgical exploration techniques on vascular access complications during transcatheter aortic valve replacement (tavr). All data was retrospectively analyzed from a single center between august 2014 and january 2019. Of the 169 patients included in the study population (predominantly male, mean age 76.6 years), 21 underwent tavr with the medtronic corevalve and accutrak delivery catheter system. No unique device identifier numbers were provided. Among all patients, 12 post-operative deaths occurred. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, post-operative adverse events included: vascular access bleeding necessitating emergency surgery; and surgical/entry site infection treated with antibiotics. The accutrak delivery catheter system may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.